Manufacturer narrative:
This report is based on information provided by local field sales personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the device's alarm went off, checked the indicator and it showed a flashing red x. Available details indicate that the device's alarm went off, the indicator showed a flashing red x. After unplugging the battery, the indicator became a flashing hourglass. It was determined that this was a power related issue. It was resolved by the customer removing and reinserting the battery. The flashing hourglass means the device is ready for use and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available no fault was with the device. Per the xl+ device manual the flashing red x was indicative of a power issue. The battery being removed and reinserted resolved the complaint issue. No further root cause can be determined without the return of the device/additional information for failure analysis. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer removed and reinserted battery to resolve the issue and no fault found with the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device exhibited a battery error. There was no reported patient involvement.